Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device had cracked and chipped out on both front corners of top case. Cracked right plunger case. The pump event history showed base hardware failure and battery communication time out errors in error history log (ehl). During evaluation, both reported issues were duplicated during power up process. It was found that the interconnect board does not operate as intended causing the battery communication timeout error. The root cause was unable to be determined as the battery was operated as intended. The technician replaced interconnect board as a preventative measure. Performed all functional testing which passed.

Event description:
It was reported that base hardware failure alarms/ battery depleted alarm/ inter-connect board errors were observed. No patient injury was reported.